Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, after device programming, the device went in to backup mode. Abbott technical support was contacted and the device was restored to normal function. The patient was in stable condition.

Event description:
Additional information was received that the device was explanted due to normal battery depletion. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in normal conditions and was above elective replacement indicator (eri) level after restoring the device conditions in the field. Analysis of the device image revealed the device went into backup mode in the field due to hardware error code triggered by an unknown source. Functional testing performed under nominal and field settings were normal. Additionally, the device was evaluated under cold temperature and monitored for several days with load, however backup operation could not be reproduced, and the cause of the reported event could not be determined. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.